Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the ventricular perforation cannot be determined, however, it may be related to patient and/or procedural factors. Per medical opinion, the ventricular perforation may have been caused when the guide wire crossed the native valve or during the first balloon valvuloplasty prior to valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the patient¿s blood pressure dropped post successful implant, and a pericardial effusion was noted on echo.  The patient was converted to open heart surgery where a left ventricular rupture was identified and repaired. The patient left the operation room in stable condition with no visible leak on echo. Per medical opinion, the ventricular perforation may have been caused when the guide wire crossed the native valve or during the first valvuloplasty but prior to the insertion of the delivery system and valve implantation.